Event description:
Information received indicates the brake casters no longer hold.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the stretcher.